Event description:
It was reported that the patient's right knee was revised due to joint laxity. A scorpio-flex patellar component and insert were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.